Event description:
The contact stated that the customer's glucose readings had been higher than usual. She performed control tests while troubleshooting and received a result of 175 mg/dl. The normal control range was 97-134 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.